Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model:sc-2317-70. Serial: (B)(4). Batch: 7081164/7081172.

Event description:
It was reported that the patient developed a superficial infection at the pocket and midline incision site. Symptoms of fever, abscess and yellowish drainage were noted, as well as pain and discomfort in the pocket site. The patient was prescribed with intravenous antibiotics and underwent an explant procedure. The physician believed that the infection was device related. All explanted devices will not be returned as it was kept by the medical facility. The patient was doing well postoperatively.